Event description:
Overdelivery reported. The pump was set to deliver tpn 1000cc at 53cc/hr on pump b. The customer was unable to recall solutions and rates for pumps a and c. A bag of tpn was hung on 6/27/99 at 1800. The nurse noticed that it was "consumed" at around 1200 on 6/28/99, earlier than scheduled. A new bag was hung and the infusion monitored. The nurse noted that at approx 1800 on 6/28/99, the pump display showed the correct infusion rate and volume infused, but the tpn bag had more solution infused than was scheduled; approx 550cc was left in the bag when there should have been 600-700cc remaining in the bag. The pt's blood sugar was elevated to 684mg/dl. The tpn rate was decreased to 30cc/hr, and then eventually placed on hold. The pump was switched out. No medical treatment was reported to have been given. No pt harm reported.